Manufacturer narrative:
Reported event of generator displays error message. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
An event was reported to boston scientific corporation on an endostat iii rf generator. According to the complainant, there was a system fault error. It is unknown if the event took place during preparation or during a procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.